Event description:
It was reported by service report that the bed would not lower. No adverse consequences have been reported.

Manufacturer narrative:
Wire on the bed lift potentiometer was not locked into the 3-pin connector.